Manufacturer narrative:
The cause of death confirmed by the physician was intestinal ischemia due to thrombus. Though the cause of the thrombotic occlusion has not been determined, it was either shower embolism or thrombotic occlusion from distal side reportedly. It was reported that there was a thrombus from the bifurcated stent graft to the distal side. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 90mm abdominal aortic aneurysm. It was reported that an abnormality occurred during hospitalization following the procedure. It was then reported the patient expired with a cause of death given as possibly paraplegia, embolic shower or disseminated intravascular coagulation (dic) symptoms. No additional clinical sequelae were provided and the patient is expired.